Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient presented to the emergency room with a large gash on their head. It was unknown how the gash occurred. During device interrogation of the pacemaker it was noted there was stored episodes of oversensing noise on the right ventricular (rv) channel along with rv loss of capture (loc). The loc was less than two seconds. During the interrogation the noise was unable to be reproduced. Three days later a revision procedure was performed where the rv lead was surgically abandoned. Since the noise was unable to be recreated, the physician elected to explant the pacemaker as well even though it had six years battery life remaining. A new pacemaker and rv lead were successfully implanted and no additional adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted hole in the rv seal plug. No other anomalies were observed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.